Event description:
After receiving spacelabs field corrective action letter, the hosp reported that several days earlier, a telemetry receiver module missed a low rate ECG alarm. Biomed tested the device at that time and could not reproduce the error. The unit was placed back in use. The hospital does not have a record of the serial number of the unit involved.

Manufacturer narrative:
On 08/22/2008, spacelabs updated the software for all of the hospital's modules in accordance to the field corrective action plan, that was submitted to the district office and the cdrh. This will be the final MDR for this incident since spacelabs is tracking and reporting to the FDA in the context of such field corrective action.